Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information. Angina, thrombosis, and myocardial infarction as noted in the instructions for use (IFU) and product risk assessment, are known adverse events associated with coronary stenting. These known patient effects are not necessarily and indication of a product quality problem. Death is also listed in the IFU as a potential adverse effect of coronary stenting. The mini vision stent mentioned is being reported under a separate MFR#.

Event description:
Reporting status: death. Reporting rationale: chest pain and thrombosis followed by death. Device issue: none. It was reported that a vision 3.0 x 18 was placed in the proximal circumflex. Following the procedure, the patient was sent to critical care and eight hours after the stent placement, the patient had chest pain and was sent back to the cath lab. The angiography showed that the circumflex artery was thrombosed and subsequently, the patient died in the cath lab. No additional event or patient information is available.